Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The device was attached to a syringe filled with de-ionized (di) water. It was then filled with di water and both clamps were engaged. The syringe was engaged to apply approximately 10 psi, and there were no leaks observed through the clamps. The clamps were then opened and flow was observed from both tubing lines. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp ¿y¿ type coronary perfusion adapter, it was reported that a clamp defect was confirmed. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that blood flow was not established. Medtronic received additional information that the blood flow issue did not lead to any loss of blood.